Event description:
Boston scientific received information that this right ventricular (rv) lead was a case of removal difficulty. The lead helix would not retract during explant. This lead was also broken during the explant but was successfully removed the entire lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis indicates that the allegation could not be confirmed. The tip segment of the lead was not received. The two segment of the lead was returned, the terminal segment and a second segment measuring 227 millimeters. The distal spring electrode and the conductor coil were not received. The extracting stylet was returned and was stuck I the second segment of the lead. All conductor ends appeared cut and there was blood/bloody fluid noted in the lumen. There are cuts and tears in the insulation.